Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported replacement due to the biocell recall and a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold and yellow biological tissue on the shell. A leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported replacement due to the biocell recall and a right side deflation. Device has been explanted.